Event description:
Information received indicated the nurse call function was not functioning.

Manufacturer narrative:
The hill-rom technician found the nurse call cable and cable assembly was damaged. He replaced the cables which resolved the issue.